Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 5 syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported when removing the orange caps the whole needle component comes off with the cap. Stated about 5 syringes have had this issue. Lot # 0132200, cat # 328438, date of event: (B)(6) 20/21, samples: yes, sending mail kit."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: ustomer returned two syringes with no pouch for identification. Both syringes feature 0.3ml graduation markings. Both syringes have had their needle shields and hubs separate from their barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that 5 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported when removing the orange caps the whole needle component comes off with the cap. Stated about 5 syringes have had this issue. Lot # 0132200; cat # 328438; date of event: 2/17/21; samples: yes, sending mail kit."